Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited oversensing, the device was reprogrammed. The patient was in good condition with no symptoms and would be followed with routine follow ups.